Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(4) 2008: patient was implanted with a bard composix kugel hernia patch as part of surgical procedures performed to remediate multiple ventral hernias. On (B)(4) 2008: patient underwent a debridement of a midline wound and removal of infected composix kugel hernia patch, necessitated by continued drainage infection and unrelenting and significantly intense pain, and later was caused to undergo further ventral repair and panniculectomy. Patient sustained serious injuries, suffered from severe, unrelenting abdominal pain, wound oozing, tenderness at the initial surgical site, fever, nauseousness, vomiting, hemorrhages, infections; he was required to undergo reparative surgeries, he has been disfigured, suffered serious internal injuries, suffered agonizing aches, pains and he has been disabled.